Manufacturer narrative:
Block b3: exact date unknown, event occurred four years ago from the date the manufacturer was made aware. D6b: explant date: four years ago, from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 5100581/5084650 UDI: (B)(4).

Event description:
It was reported that all components were explanted due to a non-functional device. No further information has been obtained despite good faith efforts.